Event description:
During a percutaneous transluminal angioplasty of a dialysis shunt in the forearm there was a balloon rupture. The target lesion and % stenosis was unk. There was moderate calcification and mild vessel tortuosity. There was no anomalies noted during product inspection. The product was prepped and use according to instruction for use. An indeflator was use for inflating balloon, however the report specifies that with the first inflation of 18atm, the balloon ruptured. There was no separation of any balloon part, nor vessel dissection or deflation difficulty reported. The balloon was withdrawn through the sheath without difficulty. The procedure was successfully finished and there was no adverse c0nsequence to the pt. As per contact, there are no additional pt, vessel, lesion, or procedural information available.